Event description:
It was reported that the patient had been hospitalized via ambulance with hyperglycemia. The patient's blood glucose levels reached 998 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the needle did not deploy. Symptoms reported include dizziness and passing out. The patient was treated with IV (intravenous) fluids and insulin. The patient was also on humalog u100, using a sliding scale and 20 units of lantus in the afternoon or before going to bed. The patient was released three days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.